Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.